Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity and functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged device failure. The lead was noted as severely kinked with all wires broken approximately 16 cm from the paddle. The lead was observed to have compression damage in several locations. Due to the broken wires, functional testing could not be performed on the lead. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt ((B)(6)) received his scs system, including a surgical lead, on (B)(6) 2008. It was reported that all of the pt's lead contacts exhibited invalid impedances except for two. It was reported that due to the impedance issue, the pt was unable to achieve effective stimulation coverage. The physician explanted and replaced the lead on (B)(6) 2011. The pt reported effective stimulation was captured postoperative.